Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead complained of phrenic nerve stimulation. The lead was electrically repositioned and remains in service. At the next follow up visit an x-ray will be performed to assess lead position. No additional adverse patient effects were reported.